Event description:
It was reported that during the procedure, the system activated on its own and the blade burned tissue within the laparoscopic field. The sales rep did not know what tissue was burned or what the extent of the burn was. As the case continued, when the system was tested, a solid tone was received. A second handpiece was tried and the solid tone persisted. A second instrument and second handpiece were tried, but the system received an instrument error during the pre-run test. The case was then completed by other means. Other than the sex of the patient, other patient information was unknown. The sales rep stated that the facility would not release the devices for analysis.

Manufacturer narrative:
Date sent: 10/12/2009. Information not available, device not returned for analysis.